Manufacturer narrative:
FDA esg web trader account was disabled, a new account was set up to submit MDR's and so the delay in submission.

Event description:
Battery wire that arched out caught on fire. No information on who added the wire that should not be in there. It was extra ground wire added to the battery, which made the arc. Dealer is unsure of how long the wire has been there or why it was added. When he asked the biomed in the hospital, they were also unsure. All of the other lifts in the hospital were checked. When checked it was discovered that they also had these additional wires. The dealer removed all of the additional wires in the other lifts.